Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: several suture pieces of product code jv1472 were received for analysis. During the visual inspection of the used sutures pieces, body fluids were noted and damaged caused by degradation of the suture. The product code jv1472 is absorbable suture and the sample was received used and the time of exposure that has the suture in the environment could not be determined and no functional test could be performed due to sample condition. The sample was retired in more than 60 days after surgery at this time the absorption on the suture was correct since, the coated vicryl¿ device is completely absorbed by 70 days post implantation. The manufacturing records couldn't be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident of: ¿the suture of the patient had not resorbed in its entirety (2 points) at d + 60 thus causing a delay for the scarring¿.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name: osteosynthesis clavicle. The amount of time between the suture placement and the "absorption¿? The time between the suture placement and the finding the problem is of 60 days. The surgeon expected time between the suture placement and the "absorption"? Unknown. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? Yes, the quality of the thread was different and more brittle when making the knot. Reported event of brittle suture captured in mw 2210968-2019-88510.

Event description:
It was reported that a patient underwent osteosynthesis clavicle procedure on an unknown date and suture was used. Approximately 60 days post procedure, the nurse in charge of the patient at home informed that the suture of the patient had not resorbed in its entirety thus causing a delay for the scarring. There was no treatment indicated for the scarring. Additional information has been requested.